Event description:
The customer reported via phone that he was hospitalized due to low blood glucose. The customer's blood glucose was 24 mg/dl. The customer was admitted to the hospital on (B)(6). The customer was treated with glucose tablet. The customer was not able to further troubleshoot because he was not in place. The customer was advised to call back when he was able.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.